Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision was performed (B)(6) 2007 due to unknown metal complications and infection. Implants were removed and replaced (B)(6) 2007. No further information has been provided.